Event description:
In (B)(6) 2014, the patient underwent a left side si joint arthrodesis where three implants were placed. The patient had continued pain following the procedure. The surgeon believed the most caudal implant was loose. In (B)(6) 2015, the surgeon performed a revision surgery where he removed the caudal implant and added an additional implant to help fixate the si joint. The patient's pain complaints mostly resolved following the revision surgery.

Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is insufficient si joint fixation caused by a loose implant. Part numbers, lot numbers, manufacturing dates and expiration dates: ifuse implant, p/n 7040-90, lot# i0854, manufactured 12/04/13, expires 2018-11; ifuse implant, p/n 7035-90, lot# 166193, manufactured 11/14/13, expires 2018-11; ifuse implant, p/n 7030-90, lot# 8078003804005, manufactured 08/08/12, expires 2015-09.